Event description:
The customer reported that the system displayed low kv and low ma errors and the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A software calibration was performed. The system was tested and found to be operating as intended.